Event description:
It was reported that the device was in use with patient for infusion. The reporter stated the patient noticed the device was leaking from the filter area. No adverse effects to patient.